Event description:
Caller reported the up and down button on the pump intermittently does not work. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.